Event description:
Rafael de athayde soares, outcomes of the treatment of contralateral iliac venous thrombosis after stenting across the iliocaval confluence. (B)(6) img case report. 2022; (B)(4). A case report of a 23-year-old woman with history of left iliofemoral deep venous thrombosis with zilver vena 16x100 stent placed 15 months prior presented with contralateral iliac venous thrombosis. The authors report that this event was caused by ¿an inadequate stenting positioning inside the inferior vena cava, leading to jailing, inadequate right iliac vein outflow and thrombosis.¿ patient had a zilver stent placed into the left leg, the deep venous thrombosis occurred in the right leg in this article. A portion of zilver stent was placed into the ivc (left leg), which blocked the right iliac vein outflow and subsequently led to thrombosis. The zilver stent was used off-label, and the thrombosis was an outcome of this off-label use. The patient was hospitalized for 17 days. No complications reported after thrombectomy and fibrinolysis.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 22-jun-2023.

Manufacturer narrative:
PMA/510(k) # p200023. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0047) states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. It should also be noted that the IFU lists restenosis or thrombosis of the stented vein as a potential adverse event. There is evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instructions for use states that the device is intended for use in the iliofemoral veins however from the information provided a portion of the zilver stent was placed into the ivc. This blocked the right iliac vein outflow and led to thrombosis. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: the complaint was raised from literature paper bertoldi et al ¿outcomes of the treatment of contralateral iliac venous thrombosis after stenting across the iliocaval confluence¿. According to the initial reporter, thrombectomy and fibrinolysis were required as a result of this occurrence. Investigation findings conclude a definitive root cause of off label use. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.